Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. The attached user facility report was received from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approx 2.5 months post-implant of the lvad, the hospital suspected thrombus in the device. Based on the hospital's clinical judgment, a decision was made to exchange the lvad with another lvad. The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issues.